Event description:
It was reported that the customer was in the hospital for six to eight weeks before passing, and he was wearing the insulin pump at time of death. The caller stated that the customer was initially admitted to the hospital on (B)(6), 2012. The caller stated that the customer had a bilateral stroke, but he was admitted for diabetes ketoacidosis with gastroparesis. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.